Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of a -15.0 diopter was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was explanted. Cause of the event is unknown.